Event description:
It was reported that a patient presented with high right ventricular (rv) lead thresholds. Rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary-the partial lead was returned in segments, analyzed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.